Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received patient's home. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device's functionality was tested; no anomaly was detected. The device met all specification.

Event description:
It was reported that the patient expired. No known cause or device issues were reported.